Manufacturer narrative:
D4: expiration date: september 2027. E1: initial reporter phone no. (B)(6). H4: device manufacture date: october 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike separated from the tube of a tur irrigation set. The event was identified prior to patient use. There was no patient involvement. No additional information is available.